Event description:
On (B)(6) 2014, a 21mm epic valve was implanted. On (B)(6) 2019, the reported value was explanted and exchanged for a 25mm epic valve (serial number: (B)(4)). Additional information has been requested.

Manufacturer narrative:
Explant was reported due to mitral regurgitation. The investigation found that all cusps had retractions. Cusps 2 and 3 had retractions and adhesions, causing incomplete coaptation with a central gap. Cusps 2 and 3 were fibrotically thickened. The was fibrous pannus ingrowth on the inflow and outflow surfaces of cusps 2 and 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the retractions, adhesions, and fibrotic thickening could not be conclusively determined.

Event description:
On (B)(6) 2014, a 21mm epic valve was implanted. On (B)(6) 2019, the reported value was explanted due to mitral regurgitation and was exchanged for a 25mm epic valve (serial number: (B)(6)). No additional information has been provided. .

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 21mm epic aortic valve was implanted. On (B)(6) 2019, the reported value was explanted and exchanged for a 25mm epic mitral valve. Additional information has been requested.